Event description:
Additional information received reported that there was no damage or evidence of tampering to the device packaging.

Manufacturer narrative:
Device analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a solitaire push wire was bent. The patient was scheduled to use the product in question and was preparing for its use. When the product was pushed out of the protective sheath and checked, the delivery wire near the stent portion's base was bent. The device was prepared as indicated in the instructions for use (IFU). There is no patient involved with this event.

Manufacturer narrative:
Product analysis: as found condition: the solitaire x revascularization device was returned for analysis within a shipping box, plastic pouches, and a dispenser coil. Damage location details: the solitaire x revascularization device was returned within its introducer sheath. No damages were found with the introducer sheath. No bends or kinks were found with the solitaire x pusher. However, the marker coil was found pulled back from the stent proximal maker. The stent was found still attached to the pusher and in good condition. ¿ testing/analysis: the solitaire x revascularization device was pushed out from within its introducer sheath without issue. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿kink/damaged¿ report was confirmed as the marker coil was found pulled back from the stent proximal maker. However, the cause of the damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.